Event description:
At 0640 hrs in 2002 a 250 ml bag of solution containing 25,000 units of heparin was programmed to infuse at 16.2 cc/hr with a volume limit of 250ml. At 0800 hrs the nurse noticed the bag was empty and there was no liquid on the floor or the bed linen. The pump parameters were checked and were the correct parameters. Prior to the incident the pt's pt/ptt was 13.2 and 24.5. After the incident the pt's pt/ptt was >90 and >150. The physician ordered 50mg protamine followed by 25 mg/hr infusion. The pt returned to normal and was discharged. The pump was removed from service at the time of the incident. A visual inspection of the pump by the hosp biomed found the mounting screws for the pump assembly were loose. The pump is currently en route to sigma.